Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to clogging of the nozzle, water removal ability did not meet standard value. The nozzle had foreign objects. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a crack and had white clouded area. Paint on the suction-cylinder was peeled. Indication on the scope-connector was peeled. In addition, the plastic distal end cover, the connecting tube, the image guide protector, and the protector of the universal cord on the scope-connector side were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, water supply failure of the evis lucera elite gastrointestinal videoscope loaner device. Inspection and testing of the returned device found foreign object coming from the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.